Manufacturer narrative:
The reported event involving a pump module with programming issued was attributed to user error. The file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was patient involvement.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿propofol was programmed as 50 ml/hr instead of 50 mcg/kg/mm for sedation of the patient the pump fired a soft alert for the dose (76 5 mcg/kg/min) and the infusion was corrected before being administered to the patient this event signals that the ml/hr is the first field on the pump for programming and nurses often miss going to the third field which is the units for programming the infusion this indicates the ml/hr initial field as the potential root cause for misprogramming patient infusions alaris has been contacted and they cannot fix this on the pump at the present time institute for safe medication practices (ismp) does recommend programming the pump m units/hr over ml/hr". Patient with pneumonia and on ventilator. Rn misprogrammed the pump and it was caught in by another nurse. There was no patient harm.